Event description:
Information was received from a patient implanted with a neurostimulator for complex regional pain syndrome type I and non-malignant pain. It was reported that the system only worked when the patient was sitting up or walking. When lying down before the stimulation would shut off. Now when lying down stimulation put pressure on the patient's back and sent buzzing down his leg. Ever since the patient had an electromyogram (emg), when lying on his back the patient got tingling down the leg to the knee but when he rolled off to one side or put pressure on the stimulator it sent buzzing down the leg. It was noted that everything else was working fine for all other positions. The patient lied down for three minutes after adjusting amplitude to zero. The patient couldn't get the programmer to communicate and was getting sore from surgery on his neck so he was to try later on after resting. The issue began in (B)(6) 2016 and the emg was done a week or so prior to (B)(6) 2016 right when all this started. It was noted that the neck surgery was on (B)(6) 2016. Additional information was received from the patient. It was noted that the patient had no notified his managing physician as the patient didn't think it concerned the physician. It was noted that he emg was done for the patient's shoulder. No steps had been taken to resolve the buzzing which remained unresolved as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that he had stimulation programmed to turn off when he laid down and if he laid on his back he got a buzzing down his leg. The patient stated stimulation was supposed to turn off and it wasn¿t and if he hit back just right he could be pinching a nerve. The patient noted that stimulation didn¿t hurt it just bugged him. The patient thought it was more than making an adjustment with the programmer and wanted to get readjustments from the manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.